Manufacturer narrative:
A review of the manufacturing and inspection records for this lot number was conducted, and no deviations or non-conformances were recorded. No samples were returned from the customer for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, determining root cause or corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time. Additional information provided in h.6. And h.11.

Event description:
A nurse reported ¿1.9fr PICC placed on (B)(6) 2025. On (B)(6) 2025 infant noted to have arm swelling and catheter crossed midclavicular line and pleural effusion on xray. In situ 21 days. PICC replaced by mcd PICC team at 1230 on (B)(6) with double lumen (see event #2 same pt) piv required to continue therapy until new central line placed on (B)(6) (see event #2, same patient) harm: pleural effusion and arm edema.¿

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.